Event description:
Customer called to report that after activating a pod, her bg went up to 400 a short time later. The pod was hard to fill and she forced the insulin into the pod. The user then changed the pod and the bg returned to normal. No further problems reported.

Manufacturer narrative:
The product has not been returned, so no eval is possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.